Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implantable pacing lead (ipl) implant procedure, the tip would not screw back after deploying. Physician was unable to reposition the ipl. The ipl was removed and replaced with a different lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.